Event description:
Clinic notes for the patient were received indicating that the patient has had two lead replacements in the past due to lead malfunction, one of which has already been captured and reported in MFR. Report # 1644487-2011-02180 that occurred in 2012. The second lead replacement is unknown and given there is no record of the event, it is assumed the lead revision likely occurred prior to 2012 as the last known lead was implanted in 2010. The physician who provided the clinic notes indicated during follow-up that the information was obtained from the patient and there were no further details on the report available. No additional relevant information has been received to date.

Event description:
Information was received from the sales representative indicating that the patient had two previous revisions due to the flipping of the device under the skin. Based on the number of revisions indicated the patient had, it appears one of the revisions indicated was this one. At this time, no additional relevant information has been received to date.